Manufacturer narrative:
(B)(6). Device is a combination product. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Promus element (B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2012, the patient presented with stable angina. Subsequently, index procedure was performed. The 90% stenosed, 20x3mm, de novo, diffuse lesion was located in the moderately calcified mid left anterior descending (lad) artery. The target lesion was treated with placement of a 3.00x24mm promus element stent at 18 atmospheres. Following post dilation, residual stenosis was 0% and the procedure was completed. Three days post index procedure, the patient was discharged. In (B)(6) 2013, follow up angiography was performed. The visual target vessel diameter was 3.00mm and visual residual stenosis was 50% with timi 3 flow. In (B)(6) 2015, the patient presented with coronary stenosis of the proximal left anterior descending (lad) artery and coronary stenosis in distal left anterior descending (lad) artery. In (B)(6) 2015, percutaneous coronary intervention (pci) was performed to treat the coronary stenosis of the proximal lad and coronary stenosis of the distal lad and the stenosis was resolved.